Manufacturer narrative:
The evaluation revealed the fragment control clip to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 12 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no visual, functional or manufacturing related issues were found. The reported event was confirmed; the metal pins were found loosely and could be disassembled from the clip. Although the pins were loosely the clip could be assembled and locked to sample instruments like specified. Fawn printings indicate that the clip was sterilized multiple times over the years; the glue connection of the pins came off so that the pins became loosely. The clip was identified as old design version. CAPA (B)(4) led to change request ecn (B)(4); the pin connection was updated with threads to avoid loosening due to sterilization. The design change became effective in november 2006. The complained fragment control clip was manufactured prior to the change. Referring to the date of manufacture it can be assumed that the device has exceeded its life time, so the loosely pins are classified as normal wear over the years. The IFU includes that all instruments shall be checked prior usage regarding their functionality. Review of complaint history, CAPA databases, risk analysis and labelling did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Pin of a g3 fragment control clip fall off.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Pin of a g3 fragment control clip fall off.